Manufacturer narrative:
The reported event of no ipg communication was confirmed. As received, the ipg was unable to communicate with a lab clinician programmer. Testing identified characteristics consistent with a failure in the ble circuitry since the advertising channels were not being broadcasted at the correct frequencies. Unable to functionally test the ipg on the ate since the ble interface was not functional. The ipg uses the ble interface to communicate with the ate. Per the product investigation conclusion, this event is no longer associated with the correction/removal reporting number previously reported. Corrected data: h6 health effect - impact code was reported incorrect in the initial report. Correct codes have been updated in this report.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg was unable to communicate with external device following a lead revision procedure on (B)(6) 2021 (reference MFR number: 1627487-2021-02129 ). The ipg was put into surgery mode prior to the surgery. Troubleshooting was unable to resolve the issue. As such, the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post operatively.